Manufacturer narrative:
Citation: vizzari g, et al. 701 ECMO assistance during tavi in high-risk patient with recent covid-19 pneumonia. European heart journal supplements, volume 23, issue supplement_g, december 2021, suab134.056, doi: 10.1093/eurheartj/suab134.056. Published: 08 december 2021. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding an (B)(6) female patient who was hospitalized and treated for covid-19 infection at the authors facility. A computed tomography scan of the patient¿s chest revealed severe calcification of both the aortic valve and root. Transthoracic echocardiography showed eccentric left ventricular hypertrophy (ejection fraction of 20 to 25%), severe aortic stenosis, and moderate aortic regurgitation. After gradual stabilization in the covid-19 unit, the patient experienced a new deterioration in clinical status (dyspnea, hypotension, swelling). The authors decided to perform a ¿rescue¿ transcatheter aortic valve implantation procedure, facilitated by veno-arterial extracorporeal membrane oxygenation (ECMO) support. A 34 mm medtronic evolut r transcatheter valve (unique device identifier number not provided) was implanted, followed by post-dilation with a 24 mm balloon for under-expansion of the valve frame due to ¿massive¿ calcification. During both valve placement and balloon inflation the patient underwent two phases of cardiac arrest, which the ECMO flow provided proper circulatory support. At first follow-up examination, the patient appeared asymptomatic and was in excellent clinical condition. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Updated information: b5. Additional information received from the physician/author stated his opinion that this article did not report a complication related to the evolut r valve. However, based on the wording used by the authors, the article did report complications (calcification causing valve under-expansion necessitating balloon post-dilation and two episodes of cardiac arrest during valve placement and balloon inflation) that were associated with the valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.